Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Event description:
It was reported that the patient presented to the hospital with an infection at the implanted device pocket site. The entire implantable cardioverter defibrillator (ICD) system was explanted due to infection. The physician elected to use a temporary pacing system as the patient was dependent. While implanting the temporary pacing lead, the right ventricular lead exhibited high pacing impedance. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.